Event description:
Customer reported via phone, she was initially having issues with her transmitter. Customer was advised to check the insulin pump alarms history and customer was unaware the device had alarmed, motor error, rf pic failed self-test, and spi to asic communication error. Customer's blood glucose was 3.9mmol/l. Troubleshooting was performed for motor error alarm. Customer stated the device was not exposed to an MRI. The device might have fallen. Customer didn't use the sensor feature. Customer was advised to discontinue use of the device, revert to backup plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.